Event description:
The pharmacist noticed the glue did not appear to be holding a carton of test strips closed. She also noticed that the cap was open on one of the bottles, and that test strips were falling out of the bottle. The test strips were to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were to be sent to the customer.